Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 8-june-2024, it was reported that the patient faced six kinked cannula issue between 06/08/2024-06/11/2024. The event occurred after three hours of insertion. The infusion set was inserted in arms, abdomen and buttocks. Blood glucose levels during the event was 396 mg/dl. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.